Event description:
It was reported that the cartridge was damaged at the, interrupting insulin delivery and an unspecific cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.